Manufacturer narrative:
H2) correction: a1-a2 and a4-a6 corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have error "air in line" up to 49 times in the ehl. The pump had a upstream occlusion (uso) sensor seal that was peeling, and an air sensor that was defective. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software and replaced the air in line sensor, and uso sensor seal. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detection feature goes off even though cassette has been primed. There was unknown patient involvement.